Manufacturer narrative:
Section a4: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: review of the log file provided by the account confirmed driveline fault alarms. The submitted log file contained data from 21:11:23 on (B)(6) 2020 through 10:51:29 on (B)(6) 2020, per the timestamps. Continuous, silenced driveline fault alarms were captured throughout the file. These alarms corresponded with yellow wrench advisory alarms and occurred while the patient was connected to the power module as well as battery power. Based on previous complaint history, the events captured in the log file appeared consistent with potential driveline wire compromise. Despite the observed alarms, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2013. The heartmate ii lvas instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous percutaneous lead repair was reported in MFR report #2916596-2019-01244. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced driveline fault alarms. Log file analysis showed driveline fault alarms during the approximately 3.5 day length of the file. The patient had a full length driveline repair on (B)(6) 2019 due to reported low speed advisories/pump stops. Short to shield driveline issues noted. There is not enough room for a second driveline repair.